Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that during deployment the devie was originally placed too high. The device was then pulled down lower then intended with a guidewire. There was not enough room for an aneurx aortic cuff to be placed. Another manufacturer's aortic cuff and a palmaz stent were used to seal the type I leak and bridge the main device to lowest renal artery. It was reported that final angiogram demonstrated brisk flow in both renal arteries without leaks. No clinical sequelae were reported and the pt is reported to be fine.